Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of leaking from the extension leg could not be confirmed. The root cause for the reported defect is unknown. A review of the lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied with this device, contains the following statements: "warning: chlorhexidine gluconate and/or povidone iodine is the antiseptic suggested for use with durathane catheters and components. Do not wipe the catheter with acetone based solutions or ointments. These can damage the material if used over time. When using alcohol or alcohol containing antiseptics with durathane piccs, care should be taken to avoid prolonged or excessive contact. Solutions should be allowed to completely dry before applying an occlusive dressing. Alcohol should not be used to soak or declot durathane piccs because alcohol is known to degrade durathane® catheters over time with repeated and prolonged exposure. Use of ointments with the morpheus® CT PICC can cause failure of the device. Do not apply excessive force in placing or removing catheter". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). The initial MDR and the follow up MDR for this complaint record were originally submitted on 3/1/2016 and 3/7/2016 respectively via usps. Due to esubmitting requirements, they were returned for resubmitting. Device unavailable for return.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation of the evlt/pvak procedure, when removing the laser fiber from the sterile packaging it was noted the fiber had fractured inside of the packaging. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. It was reported the defective disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.